Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose was 45 mg/dl. Customer stated she ate cottage cheese to treat low blood glucose. Customer stated she put new sensor and site was bleeding. The customer was advised to replace the sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.